Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging the temp basal rate on the pump would continuously turn off. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the complaint has the ability to lead to an under delivery of insulin.

Manufacturer narrative:
Follow-up #1: date of submission 05-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 16-feb-2018 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of pump rewinds, suspensions, or battery changes while the programmed temporary basal rate was active. During testing, a 1-hour temporary basal rate was programmed and successfully completed without any interruptions or issues. The keypad buttons were found to be responding appropriately. The original complaint that the programmed temporary basal rate spontaneously shut off could not be duplicated. There was no defect found.